Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-20. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one representative unit for examination. Through the visual evaluation, damage was not observed to the adapter that may prevent a secure connection from being made, a second wedge inside the adapter, and tested for leakage when a connection is made. No damage or second wedge was found during visual inspection of the device. A leak test was performed to ensure a secure female luer connection could be made. No leak or separation of components was observed, and a secure and tight connection could be made. The photograph displayed the package top web label only which is not sufficient evidence to confirm the reported issue. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It was reported that 5 insyte autog bc global pnk 20ga x 1.88in leaked. The following information was provided by the initial reporter: "on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination. Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 insyte autog bc global pnk 20ga x 1.88in leaked. The following information was provided by the initial reporter: "on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination... Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock."

Manufacturer narrative:
The following fields were corrected with additional information: b.1. Adverse event and / or product problem: adverse event and product problem. H.1. Type of reportable event: serious injury. D.4. Medical device catalog#: 381034.

Event description:
It was reported that 5 insyte autog bc global pnk 20ga x 1.88in leaked. This complaint indicates exposure of biological fluid to mucous membranes. The following information was provided by the initial reporter: "on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination. Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock." The following additional information was provided by the initial reporter: "the customer provided replies to the missing ae questions: course of treatment changed? No. Exposure to the mucosal membrane of healthcare workers ? Yes because you can easily remove the needle from the tap. Other actions? No".